Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The event was manifested by feeling sick and loss of appetite. The patient visited the renal unit; however, it was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies and durations not reported) for peritonitis. The cause of the event, action taken with pd therapy, and patient outcome were not reported. No additional information is available.